Event description:
It was reported that 19 contaminated units of the intermittent catheters were found to have dirt .

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual evaluation noted 2 photo samples were received. Visual inspection of photo samples noted black particulates within packaging of the intermittent catheters in both samples. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 19 contaminated units of the intermittent catheters were found to have dirt.